Event description:
It was reported that the room was warm when they attempted to use the system. The pt was transferred to another location and later died. Service engineer checked the system, and found the overtemp breaker tripped. The system was reset and checked. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.